Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended. A direct correlation between the reported events (elevated ldh and suspected pump thrombosis) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 19jun2019 at 23:32 through 19jul2019 at 07:32. Overall, power ranged from 4.2-5.5 w, estimated flow ranged from 3.3-5.6 lpm, and average pi was between 3.6 and 8.5. No abnormal trends in pump parameters were observed. No atypical alarms were captured for the duration of the file. It should be noted that the pump speed was briefly captured below the low speed limit on 18jul2019 at 17:30:42; however, this appeared to be due to the fixed speed being set below the low speed limit. Excluding this event, the pump speed remained above the low speed limit. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides an explanation of each of the pump parameters. The IFU outlines the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 2 years, 4 months, 18 days excluding the end date. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that thrombus was confirmed in CT scan and lab reports. Patient was admitted for treatment of thrombus. Patient's lactate dehydrogenase was 1306 u/l, inr 2.6, hepatoglobin less than 10 g/dl. Patient was in the ICU received tissue plasminogen activator (tpa) infusion. No pump exchange has taken place.